Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, micro tech ((B)(4)), co. Ltd., is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report. The customer reported that the device, dc0235w, duraclip hemoclip, 235cm, 16mm was being used during a polypectomy on (B)(6) 2020 when it was discovered that "tip fell off in scope during surgery". After further assessment questioning, it was found that the fragment fell into the patient and was retrieved. The procedure was completed without a delay. There was no report of injury, medical intervention or hospitalization for the patient due to this event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.